Event description:
It was reported that during service and repair pre-testing it was observed that the foot control device had a "damaged cable." The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and it was observed that the device had a damaged cable. Therefore, the reported condition was confirmed. Evidence suggests this was due to improper handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.